Event description:
Or tech reports patient in or undergoing left hemicolectomy and sigmoidectomy using the eea endopath ils endoscopic curved intraluminal stapler. When the surgeon attempted to close the handle to fire the stapler the black plastic handle cover fell off of the handle. The surgeon was able to complete the case as the stapler remained functional and there was no patient harm. Unsure why plastic cover handle fell off as the bottom one remained intact. Broken handle was accidentally disposed of in the trash but stapler itself is available for evaluation purposes. After breakage surgeon did check the patient's colon reanastomosis to make sure the stapler had worked appropriately and pulled the excess "donut" pieces out and they were intact and complete. We believe the black plastic handle is for appearance and comfort only as the stainless steel handle beneath it is quite substantial.====================== health professional's impression======================handle broke.